Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the loading of this transcatheter bioprosthetic valve for implant, a fluoroscopy check sh owed a line at approximately 2.5 nodes. A pre-implant balloon aortic valvuloplasty (bav) was not performed. The valve was deployed to 80% and an infold was seen on fluoroscopy. Transesophageal echocardiogram (tee) was utilized, and the severity of the infold was confirmed. The device was recaptured and removed from the patient. A new valve was prepped and appeared normal via fluoroscopy. The valve was implanted successfully. The patient remained hemodynamically stable throughout the procedure. Of note, left anterior oblique (lao) view was utilized during both deployments due to too steep of an angle in cusp overlap. It was reported that the flush ports were at 3 o'clock upon going around the arch. No adverse patient effects were reported.